Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-jul-2023. H.6. Investigation summary: a device history record review was completed for provided material number 300600 and lot number 221209. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture samples and the affected physical sample were returned for evaluation by our quality team. The cannula component was observed broken. Through examination of the sample, the epoxy dosage was found to be correct. Epoxy is the glue used to join the cannula and hub components. The epoxy presence indicates that the cannula was properly assembled into the hub before use. A cause related to the manufacturing process could not be identified for this incident. It is possible that the handling of the product had an implication in this issue. Any breakage issues are very rare and may be caused by an inappropriate use of the product, such as bending of the needle while injecting. A cannula pull out test is performed for each lot produced prior to release. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that while using the bd microlance¿ 3 needle the needle broke off. The following was recieved by the initial reporter: yesterday we had to draw blood from a cat, and the needle broke off. Cat had surgery to remove the needle.

Event description:
It was reported that while using the bd microlance¿ 3 needle the needle broke off. The following was received by the initial reporter: yesterday we had to draw blood from a cat, and the needle broke off. Cat had surgery to remove the needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.